Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, broken reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that his insulin pump is falling apart. Customer's blood glucose is 173 mg/dl. The drive support cap is sticking out. Customer stated he pressed the cap while connected. There were no adverse events. The drive support cap has been loose for the past two weeks. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).